Manufacturer narrative:
This is an initial report. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported that the unit of measurement setting on their locked freestyle flash meter changed from mmol/l to mg/dl after they changed the battery. There was no report of death, serious injury or mistreatment. The customer's meter has been requested for investigation.